Event description:
It was reported that during an unk procedure, the device worked in the first fifteen minutes, but then the blade broke. No further information provided. No injury to the pt. Unk how case was completed.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.